Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
A consumer reported via a manufacturer representative that the stimulator gave him pain relief, but the implantable neurostimulator (ins) site and lead entry site gave him pain on occasion and he wanted it explanted. No factors noted to have led/contributed to the event. No diagnostics/troubleshooting performed or actions/interventions taken. Additional information received from the representative reported all components were explanted and discarded. The consumer was doing fine. The consumer&#38112;medical history included low back pain and neuropathy. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.